Manufacturer narrative:
Upon receipt on our (B)(4) laboratory, a thorough evaluation of the communicator was performed. Visual inspection revealed no physical damage and testing did not identify any anomalies. The communicator and the power brick did not get hot during analysis testing. Therefore, boston scientific was not able to confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received confirming that this patient did receive care from a physician and was treated with triamcinolone aceronide creme ((B)(4)). The physician did not believe the burn was caused by the latitude communicator. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient stated that the communicator burned his back while he was sleeping. The caller stated that a small burn mark was confirmed on the patient's back. A boston scientific latitude patient services specialist explained to the caller that the communicator is a passive monitoring system and does not provide therapy. However, to verify proper function of the communicator, a return label was sent to the patient to return the product. No other adverse events have been reported. This product issue will be updated if additional information is received.